Manufacturer narrative:
Additional information: date of event, concomitant medical products. Additional information was received on (B)(6)2019 indicating that the exact event date is unknown but occurred in july during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Service will trip the expulsor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. No patient was involved in this event. No adverse effects were reported.